Event description:
Customer reported a low blood glucose alert. She stated that she was unable to clear this alarm and that she also received a battery alarm. She changed the battery and received a button error alarm. The blood glucose reading was 69 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm, intermittent button response due to moisture damage keypad trace, minor scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.